Event description:
Pt said pw200 stopped suctioning on (B)(6). Purchased pwkit03 with me on (B)(6) explained 3yr warranty. It's unclear if lot number was requested. Used with flex wicks. Unclear if medical intervention was provided. No additional information provided. Per follow up information received on 23mar2026, it was reported the unit did not just stop suctioning. It failed to power on and also failed to charge. It stopped working during saturday morning. Only realizing the failure early saturday afternoon, they could not report the issue to bd purewick until monday. They had to purchase - and wait for - new tubing and a new canister before they were sent a new d-plug. Changing neither worked. Due to slow follow-up by liberator medical supply, the replacement order was not received and placed until friday. Hence, they did receive a replacement device, but not until 7 days after first reporting the failure. The patient is an octogenarian female who uses the purewick while resting in bed. At the time of the failure, patient was being treated with antibiotics to clear up a urinary tract infection. This means that during overnight hours, patient was sleeping in wet absorbent underwear. Not changing soiled undergarments can increase the risk of uti or even cause more serious problems. They continue to monitor patient's health status and symptoms. They are grateful to have the purewick operable again. They have attached a photo of the product sticker in the bottom of their old device. Asked to send a biohazard box for return of the failed device. Their address is (B)(6).

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.